Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker had reverted to safety mode. Technical services (ts) was consulted and reviewed the data. This pacemaker remains in service. No adverse patient effects were reported. Additional information provided detailed the pacemaker was scheduled to be replaced. No adverse patient effects were reported. Furthermore, information received detailed this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had reverted to safety mode. Technical services (ts) was consulted and reviewed the data. This pacemaker remains in service. No adverse patient effects were reported.